Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be confirmed via returned device analysis. Additionally, a kink was found on the gripper line and the steerable sleeve shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported gripper actuation issue could not be determined. The kink that was found on the gripper line and the steerable sleeve shaft was due to handling and device packaging for return shipping. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers would not drop fully. The cds was replaced. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.